Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the black box showed evidence of a voltage drop leading to a call service 128 alarm. The battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap threads were stripped, and the battery cap was unable to fit to maintain an electrical connection. The test battery cap was used and fit successfully. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The short battery life was unable to be duplicated during investigation. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was damaged. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.